Event description:
It was reported that the 9800 system locked up and would not work at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The footswitch and lemo pin connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.